Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. There was no reported impact to blood glucose. As the event occurred in the past, tandem technical support could not troubleshoot to determine a possible cause of event.